Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, while in use on a patient, an 840 ventilator's screen reacted by a tv remote controller. It occurred once per 20 times. The settings were not changed. Ventilation didn't stop. Although requested, intervention taken on behalf of the patient and patient outcome was not provided.